Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the second pt connector. Pt was in fill four of treatment. Pt did not receive any prophylactic and has had no adverse effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of event. Batch records for the lot identified were reviewed and confirmed there were no deviations or conformances during the manufacturing process.